Event description:
A (B)(6) result was obtained on one patient sample on an advia centaur xp instrument. The (B)(6) result was not reported to the physician(s) because it did not match the clinical picture of the patient. The sample was rerun multiple times on the same instrument and resulted (B)(6). The sample was then rerun on an alternate instrument and also resulted (B)(6). The (B)(6) result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the (B)(6) result.

Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The expected results had been obtained on the instrument during repeat testing prior to service. The cause of the (B)(6) result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.